Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. The patient reported that the previous ins was replaced because it was taking too long to charge. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient did not know/had no idea what circumstances led to the implant taking longer to charge. The patient said they gave the ins to a manufacturer representative at the hospital. No further complications were reported/anticipated.